Manufacturer narrative:
A steris service technician inspected the unit and found the contactor to the electric heaters was stuck in the "on" position subsequently allowing the heaters to overheat. The technician repaired the unit, ran a test cycle and confirmed it to be operational. Investigation of this event remains in process. A follow-up report will be submitted if additional information becomes available.

Event description:
The user facility reported that an employee working near the reliance vision single chamber washer/disinfector smelled a ¿burning¿ smell coming from the unit and saw a small amount of smoke. The user facility¿s maintenance department was notified and shut off the unit and tagged it out of service. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
Steris quality received parts back subject of the reported event for evaluation. Evaluation results indicated that the smoke observed by the user facility can be attributed to a loose connection on the c4 contactor and the htr1 cable.